Event description:
It was reported that during a robot assisted hepatectomy, the target tissue where the staples were deployed was broken and the bleeding occurred several tens of seconds after it was stapled. The device was used on the s3 glisson capsule. The bleeding was controlled under the robot assisted procedure, and additional suture was performed to stop bleeding. The bleeding amount was 800cc. No blood transfusion was required. The operation time was prolonged about an hour due to the hemostasis and checking the blood flow of the remaining liver. The surgeon commented that the glisson capsule¿s elasticity was strong. So far, the patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information: the staple on the place that the bleeding occurred seems to be formed properly when it was fired. There was no unusual feeling when firing. There was no change in operation due to the issue. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2022 additional information requested and the following was received: is the current patient status known? The patient is stable after the operation. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1: not reportable event.